Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the hyperglycemia and skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 5 and 24 hours. Upon realization of high bgs, the patient removed the pod observed bleeding and their skin being red. The lg called their doctor in which they were advised to remove the pod. To treat the site, the patient was prescribed pantenol.